Event description:
During failure investigation it was noted on the diagnostic report (drpt) the unit declared codes that indicated a spi bus failure. The failure investigation engineer reported there was no patient involvement.